Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, affecting their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the caller in performing the reset. After the reset, the cgm error did not reoccur, and the caller successfully began a new sensor session.